Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was completed: during visual inspection, the implant was found separated from the inserter. The implant was in a released state when returned, so a functional test could not be performed as the system was designed in such a way that once the implant is released it could not be put back. Dimensional inspection could not be performed due to the design of the device. The current version of drawing were reviewed for the part. The complaint condition can be confirmed during physical device investigation. The implant was off the inserter when returned , hence the complaint was confirmed. A definitive assignable root cause could not be determined from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery was completed successfully wit no additional medical intervention needed. It was noted the patient was recovering normally.

Event description:
It was reported that on (B)(6) 2021, the elite compression implant fell off the inserter while being implanted to the patient. There was a surgical delay. This report is for one (1) elite 18x18x18mm, straight bridge, 2 legs. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.